Event description:
It was reported that the insertable cardiac monitor (icm) was noted to be eroding through the skin when the patient came in for a follow-up. It was noted that the patient had a previous loop recorder implanted. The icm remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) was noted to be eroding through the skin when the patient came in for a follow-up. It was noted that the patient had a previous loop recorder implanted. The icm remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling, it can be concluded that expected or well understood factors most probably contributed to the event.